Event description:
It was reported that a novum iq large volume pump failed to deliver fentanyl continuous infusion for a compassion care patient. A bolus was provided four (4) times with no patient relief. There was no change in bag depletion and no change in patient status. No further information was provided.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: product lot/serial, d4: serial no, d4: unique identifier (UDI), b3: event date additional information h11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.